Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl at the time of incident. The customer was treated for high blood glucose. Customer reported that the insulin pump was using auto mode at the time of incident. Customer declined troubleshooting for high blood glucose. Customer stated they receive change sensor alert and did not receive sensor updating and calibration not accepted alert. Customer does not wish to test transmitter. The device will not be returned for analysis.